Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to the lead fractured. This ra lead was replaced with the same model. No additional adverse patient effects were reported.